Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead triggered a lead safety switch (lss) due to high, out-of-range pace impedance measurements greater than 2,000 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This lv lead remains in service. Nsr.

Event description:
It was reported that this left ventricular (lv) lead triggered a lead safety switch (lss) due to high, out-of-range pace impedance measurements greater than 2,000 ohms. Additionally, low amplitude intrinsic signals were noted. Technical services (ts) discussed troubleshooting options and programming considerations. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b5: event description updated for clarity and to remove typos. Correction to h6: included device code a1301/failure to read input signal.